Event description:
Patient's chemo infusion was hung using secondary set. Primary and secondary bags were hung correctly according to manufacturer recommendation. When the nurse started the chemo infusion she noticed that the chemo infusion which is connected to a secondary tubing was not infusing. Instead the primary solution was infusing. Nurse clamped the primary solution (normal saline) to insure chemo can be infused. Nurse reported it did not appear that the saline flush (primary solution) had backed up into the chemo bag. Patient received the full dose of chemo. No harm to patient. Approximately 2 weeks after the event, the risk manager notified the manufacturer that the secondary tubing that was reported on this incident was from a different company.there was no harm to the patient with this event.